Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.

Event description:
The customer reported that they received an audio failed and speaker malfunction inop message on the monitor. The customer stated that the device failed the audio alarm test.